Event description:
It was reported that this pacemaker reverted to safety mode. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. The device was discarded at the facility and therefore will not be returned.

Manufacturer narrative:
With all the available information, boston scientific is unable to conclude the root cause of the incident. This device has not been returned; therefore, a technical analysis cannot be conducted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker reverted to safety mode. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. The device was discarded at the facility and therefore will not be returned.